Manufacturer narrative:
Note: the device was returned to the MFR for eval, and the event could not be duplicated.

Event description:
During use of the device for a surgical procedure, the user observed an eo3 and e04 alarm. The unit was not changed out, the user used the other channel of the device and the surgical procedure was completed successfully. There was no adverse consequence to the pt as a result of this event.